Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via manufacturer representative that the bur was oscillating and was difficult to use; the shaft rattled and cannot cut stably when used on the patient. A spare product was used to complete the procedure. There was no patient impact.